Event description:
Failure of component within a power distribution assembly resulted in a high current which caused hinge material to melt and splatter on hospital employee (physicist). Minor burns to the physicist's hand resulted but did not necessitate medical intervention. The area where the assembly is located is accessed infrequently by customer and is located behind device enclosure doors.